Event description:
The customer reported the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI done on her shoulder. The customer stated that insulin pump was not able to complete the rewind and kept alarming motor error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.